Event description:
Global pharmacovigilance notified baxter corporate product surveillance of a flo-gard infusion pump that alarmed while the patient was in therapy. This condition had the potential to interrupt delivery. The medication being administered was an unknown chemotherapy drug. There were no reports of patient injury, medical intervention or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or the device becomes available, a follow-up report will be submitted.